Event description:
Patient was implanted approximately 9 months, (B)(6) 2012, or 10 months, (B)(6) 2011, ago with plates and screws for a foot fusion. It was determined the patient developed an infection, date unknown. Surgeon returned the patient to the o.r. On (B)(6) 2012; hardware was removed and the wound was cleaned and treated for infection. Surgeon did not revise the patient to any new hardware. Hospital will not be returning the parts. This is 2 of 19 reports.

Manufacturer narrative:
Device used for treatment. Implanted approximately 9 months, (B)(6) 2012, or 10 months, (B)(6) 2011, ago. Review of the respective raw material and finished product DHR files found no irregularities that would have caused or contributed to this condition. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10, 6 is achievable when the ifus are employed.